Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of five opt980 optiflow + mask interface adapters were damaged during use. It was further reported that at least two patients damaged the tubing and damage also likely occurred during the turning of the other patients. There were no consequences to the patients.

Event description:
A healthcare facility in new york reported that the tubing of five opt980e optiflow + mask interface adapters were damaged during use. It was reported that at least two patients damaged the tubing, with one patient breaking it into small pieces. It was further reported that damage also likely occurred during the turning of the other patients. There were no consequences to the patients.

Manufacturer narrative:
(B)(6). The opt980e optiflow + mask interface adapter is used to deliver humidified respiratory gases to patients. The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Method: the complaint opt980e optiflow + mask interface adapters were requested but were not returned to fisher & paykel healthcare (f&p) for investigation. Therefore, our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer has stated the tubing of five opt980e optiflow + mask interface adapters were found damaged. It was reported that at least two patients damaged the tubing, with one patient breaking it into small pieces. It was further reported that damage also likely occurred during the turning of the other patients. Conclusion: the reported event was caused by excessive force being subjected to the cannula from the patients pulling on the tubing and during the turning of the other patients. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt980e optiflow + mask interface adapter would have met the required specifications. The user instructions which accompany the opt980e optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."